Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3550-29, lot# n141220, implanted: (B)(6) 2008, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that since the device was explanted ((B)(6) or (B)(6) 2014), the patient had a lot of pain where the wires were and pain in her ribs all the time. It was noted that not all the wires were taken out and that the patient had 4 incisions where they removed her device. The health care professional stated that it would cause too much damage to go in and pull out all the leads. The patient stated that the health care professional took out the biggest wire, and it left a constant pain there along with neck pain. It was noted that ¿it was totally disabling now where the laminectomies were, where it was attached to her spine.¿ the patient noted that she was worried that she was not going to be conscious to tell the health care professionals that she still had leads in her. The patient stated that she also had a lump below the laminectomy that she will have to live with. It was noticed when she had healed from the explant surgery, 6 weeks after or so. It was noted that the lump became more prominent. The health care professional saw the patient 6 months prior to the report and told her it was just a fatty tissue that had gotten pushed down. The patient noted that she also had pain left over from all the laminectomies. The patient was warned that she could never have any device like it implanted again.